Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during the device check the programmed vectors seemed to have changed. Review of the sessions records shoed the programming was from date of implant and no changes had been made. Without review of the session records, no further information could be provided. The device remains implanted.